Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse events of uremia, confusion, tremors and the associated hospitalization. It is well established end-stage renal disease patients are at high risk for uremia, with the associated symptoms of confusion and tremors, due to worsening renal function and metabolic abnormalities. In the absence of a medical doctor¿s determination of etiology, the cause of the patient¿s uremia cannot be determined at this time. It is within reason to believe the patient¿s comorbidity of end-stage renal disease and the possibility of inadequate dialysis may have contributed to this event. At the time of this clinical review, no involved product(s) or device(s) have been received by fresenius for product investigation. Considering the presence of a fluid leak, the relationship between ccpd therapy on the liberty select cycler with liberty select set and the adverse event of uremia cannot be excluded. Though the relationship between ccpd therapy on the liberty select cycler and the adverse event of uremia cannot be established, there is no specific allegation indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized. There was no specific allegation the hospitalization was related to any deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient¿s pd registered nurse reported this patient who was hospitalized on (B)(6) 2020 for uremia, confusion and tremors. The patient had recently noted blood in his urine along with the symptoms of confusion and tremors (exact dates of onset unknown). Concurrently, blood urea nitrogen (bun) and creatinine laboratory values were found to be drastically elevated (laboratory values unknown). The patient was able to undergo hemodialysis (hd) therapy on a hospital provided fresenius hd machine during this admission, as pd therapy has been temporarily discontinued to rule out pd therapy involvement. As of this reporting, the etiology of this patient¿s symptoms is unknown, and the patient remains admitted. The patient plans to continue ccpd therapy on a newly received liberty select cycler at home post-discharge.